Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio2: 2.6, lab: 3.6. Date: (B)(6) 2012, 1.7, 2.2. Pt's therapeutic range: 2.0-2.7 inr. On (B)(6) 2012, physician had pt hold off one night's dose of coumadin based on lab draw. Physician told pt to not bother with a fingerstick, but pt was curious and performed another test on (B)(6) 2012.

Manufacturer narrative:
Investigation pending.